Manufacturer narrative:
(B)(4). Evaluation summary: cine images were provided and reviewed by an abbott vascular senior clinical research analyst. The results are as follows: based upon additional information provided, the treatment area was predilated according to the instructions for use (IFU) for the supera peripheral stent system (pss) which recommends that the vessel be predilated using a balloon size greater than or equal to the stent diameter. In this case a 6 mm by 100 mm drug coated balloon (unknown manufacturer) was used in the vessel preparation of the popliteal artery (popa). The vessel condition prior to the balloon preparation was reported to be a "calcified vessel, with a 4 mm diameter and 60 mm length. The posterior tibial artery (pta) and peroneal artery (pera) were reported to be occluded and non-revascularizable. A guide wire (unknown manufacturer) was placed into the anterior tibial artery, which had been recanalized prior to the placement of the supera system on the guide wire. There is no description of the stenosis of the ata vessel prior to recanalization but the supposition is that there was calcium or other stenotic lesions similar to the pta and pera. During the first deployment attempt, with the supera delivery system tracking along the guide wire it was reported that the supera tip was going thru normally, without resistance. This first deployment attempt is interpreted to be the initial advancement of the slide mechanism and deployment of the supera stent. The tip of the supera delivery system oscillates forward and back in conjunction with the slide mechanism in order to deploy the stent. While not indicated in the report the assumption is that the area that the tip was going thru was the distal popa and the proximal portion of the treated anterior tibial artery (ata). The physician reported that when they attempted to bring it a bit backwards to initiate the second move, the supera tip didn't went [sic] back completely to its original position (next to distal catheter edge) and then moved only very little. The physician attempted to push and then to draw the whole delivery system back several times but to no avail. At this point in the stent deployment process it appears that the stent had been released from the delivery system using by advancing the slide mechanism a single throw or push. The report indicates that the physician had to continue the delivery of the stent without any movement of the tip. Finally when the stent was deployed completely, the physician could take back the whole delivery system and left the supera tip at the origin of the anterior tibial artery. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral stenting procedure to treat a target lesion in the mildly calcified mid popliteal artery. Pre-dilatation was performed and the supera stent delivery system was advanced. No resistance was noted during advancement; however, when the stent delivery system was pulled back to initiate the second move, the supera tip did not go back to its original position, next to the distal catheter edge, and moved only a little. An attempt was made to push and then to draw the whole delivery system back several time, but the physician was unable and it was noted that the tip had separated. The physician continued delivery of the stent without any movement of the tip. When the stent was deployed completely, the physician was able to remove the delivery system and the supera tip was left at the origin of the anterior tibial artery. The physician pushed the detached tip of the supera further into the tibial artery. A pre-planned surgical procedure was performed, with the stent and detached supera tip removed from the artery and an endarterectomy performed at the lesion. The vessel was closed with a patch on both the popliteal artery and the origin of the anterior tibial artery. The patient tolerated the procedure well. No additional information was provided.